Manufacturer narrative:
This report is submitted on may 16, 2024.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant and reimplant the patient with another cochlear device as of the date of this report.